Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a lack of stimulation sensation. The patient was unable to use their charger and they received a 'doctor code.' No further information was provided. Additional information had been requested, but was not available as of the date of this report.